Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The 6 most proximal stent strut rows were damaged and partly lifted from the stent profile. The remaining undamaged section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 26mm in length, concentric, de novo target lesion was located in the severely tortuous, moderately calcified, and 3.00mm in diameter right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.00 x 10mm non-bsc balloon catheter, leaving 75% residual stenosis in the lesion. A 3.00x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. Then a 3.00x24mm promus element¿ drug-eluting stent was advanced but also failed to cross the lesion even after multiple dilation performed and the procedure was then ended. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.